Manufacturer narrative:
Concomitant medical products: product ID: addrs1 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope, arrhythmia, heart block asystole and the cardiopulmonary resuscitation was performed. It was noted that pacing issues were observed on the implantable pulse generator (ipg) and the right ventricular (rv) lead exhibited high, variable and unstable thresholds and intermittent loss of capture. Rv lead was reprogrammed at first and caped and replaced. Ipg was explanted and replaced. No further patient complications have been reported as a result of this event.